Event description:
Customer reported receiving a button error alarm on the insulin pump during a bolus. Customer stated that none of the buttons were working. Customer's blood glucose reading at the time of the call was 238 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump had an intermittent button response die to moisture damage on keypad traces. No button error alarm noted. Insulin pump had moisture damage on electronics noted. Insulin pump had a cracked battery tube threads, cracked reservoir tube and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.